Event description:
Customer reported the image differ between monitors and lines are visible in the printed images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a monitor calibration, adjusted the power supply, and replaced the printer. System operates as intended.